Event description:
It was reported that during an unknown procedure, the rectum was cut with an endocutter loaded with gold cartridge and then the target tissue was anastomosed with a circular stapler. Since the leak test was performed and no anomalies were confirmed, the abdominal cavity was closed. The next day, slight bleeding was found from the drain. The patient's condition was monitored. After about one week from the operation, stool juice leak was found from the drain. The patient required a re-operation to re-anastomose the target tissue. When the anastomosed site was checked, a leak was found on the back wall of the anastomosed side. It was found that the staples were b-formed on the target tissue, but the contents leaked slowly. So, the abdominal cavity was cleaned and additional suture was performed on the leak part of the back wall side. Then, the temporary artificial anus was created for the patient. The patient has recovered without any problem and has already left the hospital. During the initial surgery, there were no difficulties in firing the device. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No additional new information has been received.